Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cystectomy / dx lap - "5 mm sleeve was placed in abdominal wall. Ethicon harmonic scalpel was introduced through the sleeve and the surgeon noticed something clear fall out of trocar into abdomen. Foreign material was removed using graspers and retrieval bag. Trocar was removed and replaced with new product. Case continued." Pt status: "no concerns".